Event description:
On 09/13/05 at approximately 1:10 p.m. Two cnas were putting a resident to bed using the lumex hoyer lift. The aides checked the hoyer, prior to using it, placed the "s" hooks on the hoyer pad, raised the resident from the wheelchair and heard a snap. The link from the chain came off the bottom of the "s" hook. The resident fell to the ground, sustaining several bruises. The resident went to the hospitial for assessment and returned to the nursing home. It is difficult to comprehend how this occurred as the "s" hooks are crimped tightly making it difficult to determine why the link from the chain came out of the "s" hook. The representative from the company has been notified and is expected in the facility 9/15/050or 9/16/05.